Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the implant draining/turning off at night was not determined--connectivity was good and no impedances. To resolve the issue, the rep stated that small changes in pulse width were made. The issue was ongoing and the rep stated they would check in in two weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they have been having issues with their implant battery dying almost every other day. When asked event date- pt stated over a month but was "building up prior". Pt stated their hcp game them a phone number for rep and has left voicemails but has not received a response. Caller mentioned that sometimes the implant will shut off in the night. Pt denied increasing any intensities but says the settings are high in order to reach the neuropathy in their feet. The pt was talking very fast and agent had a hard time following the pt at times - pt stated they have dementia. Agent did not gather controller serial as agent was trying to keep pt focused on reason for call. During the call, pt mentioned that sometimes the controller battery will drain and implant will only be at 30-40% charged. Pt also stated that implant charging times are always different; sometimes implant will charge to 100% in 30 minutes. Pt mentioned recharger has been replaced about a year or so ago and the controller was replaced because the controller port piece was broke. Pt mentioned that their hcp used to be able to check the implant battery but the mdt rep disconnected the service for the hcp to use. During the call, pt sated the scs device is an "old version" and the bladder is a "new version" (no device or therapy allegations made for urinary device). Agent reviewed life expectancy if the intellis implant. Agent asked caller to inspect the recharger for damage and caller stated there is no visible damage. Caller connected the recharging antenna and confirmed controller battery was at 100% and the implant was at 60% recharging excellent - pt stated they cannot get implant to charge when paddle is "dead center" - agent reviewed best practices. The issue was not resolved. Caller noted they have an appointment with healthcare provider next tuesday the 23rd at 1: 00 pm. [See (B)(4) - rpl controller]

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep responded to email. Pt left me a message 20 min before he called medtronic for the rep to call him back. Rep was asked what date did they become aware of the implant draining/ turning off at night? This email was when rep became aware of the issue. Rep called the patient back after finishing a case. No known cause at this time. Rep have not met with the pt. Meeting with the pt next tuesday for diagnostics and conversation. Unknown at this time regarding whether the issue has been resolved. Patient's weight is unknown at this time. Information has not been confirmed by patient's physician.